Event description:
The drape in this pack has an adhesive tape with a protector strip that peels off. The protective strip is sealed to the adhesive tape; therefore, the technicians cannot pull the protective strip off to use the adhesive tape portion of the drape. The adhesive tape is essential in holding the drape in the proper position on the sterile field during surgical procedures. The surgical pack in question is available for inspection. Found most of depot procurements for 1990 through present were supplied by 2 other companies and there wer no quality complaints. Subject contract material was unsuitable for use. It appears that the protective strip and adhesive tape portion are incompatible probably due to an isolated mfg/production incident.